Manufacturer narrative:
The reported events of high pacing lead impedance and no capture were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical tests and x-ray examination did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, an increase in the pacing impedance and in the capture threshold resulting in a loss of capture was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.